Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Review of a provided x-ray image confirmed the reported device disassociation. Review of the device history records did not reveal any manufacturing deviations or anomalies. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient came to the surgeon's clinic with pain. According to the surgeon that patient said his shoulder had not felt right for a long time. Pre-op x-ray revealed the glenosphere had disassociated from the metaglene. During surgery the suspicions were confirmed and the glenosphere had disassociated as well as the screw of the glenosphere fractured. Surgeon stated that the metaglene's placement was superior and posterior in position which accounted for scapular notching and inferior glenoid erosion. Surgeon's opinion was that the glenosphere wasn't fully seated during the primary/index operation. As a result, micromotion and time caused the implant to fatigue. New components were placed in proper position on the glenoid and confirmed seated under x-ray. It was also reported in the der that there was loosening at the unknown component at bone to implant interface. Doi: (B)(6) 2015; dor: (B)(6) 2018; right shoulder.